Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: during investigation, the keypad and audio bolus button were found to be missing from the pump. The ok keypad button was found to be unresponsive to button presses. The up arrow and down arrow buttons were intermittently unresponsive during testing. The keypad was removed and there was evidence of contamination found under all of the keypad button contacts. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Also unrelated to the complaint, the battery cap threads were observed to be stripped and the cap was not able to be tightened securely to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.